Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was explanted on (B)(6) 2022.

Event description:
It was reported that log file analysis found sustained low flow alarms on 07mar2022 when the calculated pi was elevated. The alarms did not appear to be the result of any equipment malfunction. The patient was reportedly explanted on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. A specific cause for the low flow events could not be conclusively determined through this evaluation. The submitted system controller event log file captured transient low flow alarms on 07mar2022. Of note, elevated pulsatility index (pi) values were captured during the low flow events. No atypical alarms or events were captured. The pump operated as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Although no specific adverse events or device-related issues were reported, the IFU outlines the adverse events that may be associated with the use of the heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than the low flow limit. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. C, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.